Event description:
It was reported that there was a lead warning on the right ventricular (rv) lead. Impedance measurements were low and a polarity switch had occurred. Atrial and ventricular rhythms were disassociated. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-45 lead, implanted: (B)(6) 2001. (B)(4).